Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery alarm test, and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported motor error alarms on the insulin pump and stated that it did not rewind properly. He stated that he woke up with a blood glucose over 700 mg/dl but had brought it down to 400 mg/dl. He stated that he was wearing the insulin pump was worn during x-rays for his injured wrist. He stated that he was able to rewind the insulin pump. He also reported that he had received three no delivery alarms. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.